Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the pull handle was disengaged from the shaft and was not received. The metal ring and bag were in the shaft of the device. The string and gold ring were not received. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is leveraged and exposed to an improper or excessive force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use morcellators with an endocatch ii 15mm specimen pouch. Do not use morcellators with an endo catch¿ gold specimen retrieval pouch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, an endo catch was used to obtain the appendix when the inner circular blade of the device fractured, resulting in a metal ring breaking. A metal shard was discovered on the patient's abdomen, and it was determined that a device component (metal shard) had fallen into the cavity of the patient. The surgeon, scrub, and operating room team were notified, and all instruments were immediately searched for fractures or defects; none were found except for the fractured inner circular blade of the device, which matched the metal shard. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.